Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a post-operative infection after undergoing a neurosurgery in which dura-guard was used. It was reported the patient experienced unspecified infection symptoms several days after surgery. The patient was taken back to ot and the dura-guard was removed. No further detail was provided regarding additional medical interventions associated with this revision procedure or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.